Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases, the reported event may have been caused by insufficient training of the device handling and reprocessing method according to the instruction manual for the staff at the user facility. The instruction manual states that the endoscope and accessories used in the patient procedure should be cleaned immediately after each patient procedure. In addition, the instruction manual details the brushing method and cleaning method for each channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the play of the up/down angulation control knob was out of the standard due to the wear of the angle wire. -the upward angulation was out of the standard due to the wear of the angle wire. -the light guide bundle was not in good condition. -the ccd lens and the light guide lens were discolored. -there was a wrinkle on the insertion tube. -there was a pinhole in the remote switch 1. -the inside of the ccd lens was rusted and could not be removed. Omsc confirmed the deformation of the insertion tube and the scratch on the distal end cap from the photographs provided by (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the inside of the channel was rusty. There was no report of patient injury associated with the event. Omsc determined that the device that has undergone insufficient or incorrect reprocessing may have been used in the procedure.